Event description:
It was reported that during off label use via axillary insertion, the cardiosave intra-aortic balloon pump (iabp) generated a sudden screeching noise and then shut down. The end user was able to power back on and restart the iabp unit without any adverse effects. It was noted that the iabp unit was currently pumping and no alarms were observed. A getinge emergency support consultant (esc) advised the end user to swap out the iabp unit and walked the end user through the steps to switch to a new iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. Upon review of the iabp log files, the fse observed error code# 112 which correlates to the reported unexpected shutdown initially reported. In addition, the fse observed several instances of error code #78, pointing to issues with the coiled cord to back plane board cable. The fse replaced the coiled cord to backplane cable then completed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional, and safety test per factory specifications, and was released to the customer, and cleared for clinical service.

Event description:
It was reported that during off label use via axillary insertion, the cardiosave intra-aortic balloon pump (iabp) generated a sudden screeching noise and then shut down. The end user was able to power back on, and restart the iabp unit without any adverse effects. It was noted that the iabp unit was currently pumping, and no alarms were observed. A getinge emergency support consultant (esc) advised the end user to swap out the iabp unit, and walked the end user through the steps to switch to a new iabp unit. There was no patient harm, and no adverse event was reported.